Manufacturer narrative:
The patient's last dose of aspirin was taken (B)(6) 2011. (B)(6).

Manufacturer narrative:
Additional patient information was received: the patient was not diagnosed with a cardiac event. The principal problem was nausea, hypertension, mechanical aortic valve replacement and a cerebrovascular accident in 2007. Volume overload was not secondary to chf. Chf was not listed as a diagnosis.

Manufacturer narrative:
Further investigation concluded the difference in recovery between the tnt-stat and tnt assays can most probably be explained by the presence of tnt auto-antibodies in the patient sample. In this case, the auto- antibodies led to falsely low tnt results using the tnt-stat application. The patient results that were generated were not reported outside the laboratory. No death or serious events occurred due to the results.

Event description:
This event involved one patient sample tested with both troponin t (tnt) and troponin t stat (tnt-stat) assays at two different hospitals. The customer did not know which results were correct. The customer at a different site previously experienced questionable troponin t patient results and presently orders both tnt and tnt-stat assays for all troponin t requests. The patient sample was originally tested at that site on a cobas e411 disk analyzer (serial number (B)(4)) and recovered: the tnt-stat result was 0.035 ng/ml and when repeated on the same analyzer, the tnt-stat result was 0.040 ng/ml. The tnt result was 0.072 ng/ml (accompanied by a data flag) and when repeated on the same analyzer, the tnt result was 0.071 ng/ml (accompanied by a data flag) the customer at the other site did not report out a result for the patient and sent the sample to this hospital for additional testing. The same patient sample, tested at this hospital on a cobas e411 disk analyzer (serial number (B)(4)), recovered: the tnt-stat result was 0.028 ng/ml and when repeated on the same analyzer, the tnt-stat result was 0.030 ng/ml (accompanied by a data flag). The tnt result was 0.068 ng/ml (accompanied by a data flag) and when repeated on the same analyzer, the tnt result was 0.070 ng/ml (accompanied by a data flag). The customer at this site considered the results to be erroneous but did not know which results were incorrect because they were reproducible. The patient was not adversely affected by the event. The investigation is on-going.